Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheters were uncomfortable. Per additional information received via liberator on (B)(6) 2022, it was stated that the intermittent catheters were weak and the patient was experiencing urinary tract infection. Patient never had issues with primary item magic 3 go intermittent catheter. It is unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential failure mode is "catheter strength issue (too soft)" and potential root cause for this failure could be due to "raw material is too soft". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: contraindications: the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings to help reduce the potential risk of infection and/or other complications, do not re-use. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. "Inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories." Please consult your doctor before using this product if any of the following conditions are present: fever, chills, back pain, discomfort on emptying the bladder, severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). The catheter is for single use only and must then be discarded. Instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra until urine begins to flow. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the intermittent catheters were uncomfortable. Per additional information received via liberator on 05apr2022, it was stated that the intermittent catheters were weak and the patient was experiencing urinary tract infection. Patient never had issues with primary item magic 3 go intermittent catheter. It is unknown what medical intervention was provided.